Event description:
Reportable based on device analysis completed on 06-dec-2022. It was reported that a fracture occurred. Two direxion catheters were selected for use. During the procedure, the catheters fractured a few centimeters from the hub on a portion of the device external to the patient. The procedure was cancelled due to unfavorable anatomy. There were no patient complications. However, device analysis revealed a fracture 32.7cm from the hub.

Manufacturer narrative:
Device evaluated by MFR: the direxion microcatheter was returned to boston scientific for analysis. The device shaft was visually and microscopically analyzed for any damage. The shaft showed 2 fractures located 5cm and 32.7cm from the hub. The device was not completely separated as the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.